Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power, resolving the reported fault. There was no reported patient injury.

Manufacturer narrative:
The hospital replaced the anesthesia control board.

Manufacturer narrative:
The hospital replaced the anesthesia control board.